Manufacturer narrative:
Patient came in who suffered 5 rib fractures (numbers 4,5,6,7,8). Four biobridge plates were used to fixate two of the five ribs (numbers 7 and 8) as there were significant gaps in his chest wall from the fractures. The remaining 3 ribs were fixed with ribloc uplus plates and screws. A week later the patient was booked again for surgery as both doublets of biobridge had snapped. Root cause is difficult to determine. Biobridge plates can be installed in a wide variety of configurations. They can be preformed and sutured to the bone in a wide variety of methods. It is difficult to determine what exactly went wrong with the particular construct that was used for this particular patient. Additionally, one of the contraindications for use as stated in the technique is "insufficient quantity or quality of bone/soft tissue," (rrp600 rev I effective (B)(6) 2018).

Event description:
Patient came in who suffered 5 rib fractures (numbers 4,5,6,7,8). Four biobridge plates were used to fixate two of the five ribs (numbers 7 and 8) as there were significant gaps in his chest wall from the fractures. The remaining 3 ribs were fixed with ribloc uplus plates and screws. A week later the patient was booked again for surgery as both doublets of biobridge had snapped.